Event description:
It was reported to boston scientific corp that a sensation standard snare oval was used during a polypectomy procedure performed in 2009. According to the complainant, upon removal of a 1cm od pedunculated polyp from the sigmoid colon, the tip of the device caused a perforation. An attempt was made to clip the perforation; however, the pt was extremely agitated and in pain. The pt was immediately sent to the or for surgical repair of the perforation. It was reported that the physician did not encounter any difficulties using the device prior to the event. Following the procedure, upon examining the device it was noted that the end of the snare was black. The procedure was completed with another with this sensation standard snare oval device. The pt's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.